Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of blood results. Customer states that she feels well and requires no medical attention. Customer&#62688;expected blood results are 108-120mg/dl not fasting. Verified the strips expire on 12/13/2014. Customer performed a blood test with a non expired lot: pr1839, 138 fasting. Lot: pr1839, was first opened (B)(6) 2015 and expires (B)(6) 2017. Reviewed meter memory: 68mg/dl (B)(6) 2015 07:46:00 pm fasting: yes; 84mg/dl (B)(6) 2015 10:02:00 pm fasting: yes; 160mg/dl (B)(6) 2015 07:16:00 pm fasting: no; 137mg/dl (B)(6) 2015 01:20:00 pm fasting: no; 123mg/dl (B)(6) 2015 09:38:00 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction user had an inaccurate references.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 108-120mg/dl not fasting . Verified the strips expired 12/13/2014. Customer performed a blood test with a non expired lot: pr1839, 138 fasting. Lot: pr1839, was first opened on (B)(6) 2015 and expires 01/27/2017. Reviewed meter memory: (B)(6). Adverse event not reported.